Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during implant of a micro-filtration device, there was resistance of the tissue. The device was released prematurely and was tapped into place by the surgeon. The device appeared well seated at the end of the procedure. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of stent positioning issue; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent malposition is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).